Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Three weeks prior at 3:00 pm, the patient noted the reported meter would not power on; she was unable to test her blood glucose levels. A week later at 3:30 pm, the patient experienced the symptoms of shaking and sweating. The patient administered self-treatment with food to alleviate her symptoms. She did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate determined the patient was using the incorrect test strips for the reported meter. The meter, test strips and control solution were replaced. The patient used test strips that were incorrect for the reported meter, and the meter would not power on. Afterwards, the patient allegedly experienced symptoms suggesting severe hypoglycemia and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.